Event description:
It was reported that the patient had a driveline infection with an onset of symptoms on (B)(6) 2023. Symptoms include induration, drainage, and tenderness. The patient was placed on oral minocycline until cultures and sensitivities returned. Vancomycin resistant enterococcus faecium and acinetobacter baumannii cultures were identified. The patient presented for a clinic visit on (B)(6) 2023 and was admitted for observation and antibiotics. A driveline revision was performed on (B)(6) 2023 and the patient was discharged on (B)(6) 2023 with plans to follow up in the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.